Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kbr191 device was being used during an acl procedure on (B)(6) 2020 when the tip of the device broke at the welding point. The tip was retrieved from the patient and after a 25-minute delay, the procedure was completed successfully with no impact to the patient or the user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device, item kbr191, lot# 1047129 found device broken off. The tip was broken off from the bullseye shaft at the welding joint location. The returned device does not show any sign of misuse by the customer, however, scratches (marks) were found at the lower tip shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.01. Per the instructions for use, the user is advised the following: warnings: do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Do not use improperly or with excessive force, as accuracy may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.